Manufacturer narrative:
(B)(4).

Event description:
Procedure: low anterior resection. According to the reporter: customer reports that the surgeon was not able to bring back the blade from the cartridge after firing. Another handle and cartridge were used lower on the rectum to remove the stuck one. Surgical time was delayed by more than 30 minutes. Used another device without further consequence. No information related to patient available. No patient injury or ill-effects. No medical intervention required. No unanticipated tissue loss, tissue damage or bleeding. Nothing fell in the surgical cavity. Patient current status reported as ok. The device is not being returned for evaluation, tissues still stuck in cartridge.